Event description:
Event description guidant received information that this pacemaker was reported to have not been pacing and to have loss of capture. The patient came to the emergency room due to symptoms.